Event description:
One discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun twice on a different instrument, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse performed a total service call. The fse did not find an instrument malfunction. The customer ran quality controls, all of which were within range, and patient samples, which were accurate. The cause of the discordant hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.